Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient implanted with altis on (B)(6) 2015: event (B)(6) 2015 renal and urinary disorder-bladder spontaneous intermittent pain (pain when bladder is full and during intercourse) treatment altim (cortivazol) and hospitalization from (B)(6) 2017 for sling revision (removing of the right anchor of the sling).